Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received 6 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for broken needle with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and functional testing(cannula pull force test ) and the indicated failure mode for broken needle with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had the cannula break off or pull out during use. The following information was provided by the initial reporter: "the back end of the needle broke off in the tube stopper.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had the cannula break off or pull out during use. The following information was provided by the initial reporter: "the back end of the needle broke off in the tube stopper."